Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipgs were inoperable. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that its unknown if the patient stopped charging the devices. Surgical intervention took place wherein the ipgs were explanted and replaced. Effective therapy was established.